Event description:
During clinical procedure, the guidewire (gw) became stuck inside the transit microcatheter. The microcatheter and guidewire were removed from the pt's vessel. Another microcatheter was used to complete the procedure. There was no report of pt injury.